Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2015 with the following findings: investigators were unable to duplicate the original dim display complaint; during testing, the pump powered on with intact auditory and vibratory alerts but a persistent blank screen display. A test display was used and able to work properly; a failed display flex was diagnosed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.